Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, a recoverable error had reoccurred several times on universal surgical manipulator (usm) 1. The customer disabled the usm to continue the procedure. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and confirmed repeated occurrences of error 23094 reported by usm1 axis 2, indicating an encoder transition failure. The procedure continued without usm1, with no reported patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the universal surgical manipulator (usm) 1 due to error 23094. The system was tested and verified as ready for use. Isi received the usm involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed and replicated the customer reported complaint. The unit triggered errors 23068 and 23069 on the pitch during system start-up, which is related to the reported problem. The unit also failed sensors check on the patient side cart (psc) fixture test platform. It was found that the pitch chipencoder virtual absolute (cva) sensor has some particles in the middle of the sensor lens. After replacing the pitch cva printed circuit assembly (pca) with a known good unit, and the error disappeared. The unit passed other in-house tests.